Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube blockage. Troubleshooting confirmed that the blockage was in the tube. This event occurred on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.